Manufacturer narrative:
An event regarding revision due to failed right total knee arthroplasty was reported. Clinician review of the provided medical records indicated incomplete cementation of the tibial baseplate as well as late onset hematogenous infection of the arthroplasty and arthroscopic debridement of the knee may have increased ligament laxity of the arthroplasty knee. The reported loosening due to incompete cementation of the tibial baseplate and instability were confirmed however and infection were not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: a review of the provided medical records by a clinical consultant indicated: suboptimal initial device fixation through incomplete cementation of the tibial baseplate has contributed to loosening requiring revision surgery. It would be quite likely that a late onset low-grade infection of hematogenous origin has contributed as well to failure while prior to revision an extensive arthroscopic debridement of the knee may have contributed to increased ligament laxity thereby increasing complaints requiring more early intervention with revision surgery of all components, replaced with competitor revision devices with an adequate end result. -product history review: not performed as the lot information provided was invalid. -complaint history review: not performed as the lot information provided was invalid. Conclusion: a review of the provided medical records by a clinical consultant indicated: suboptimal initial device fixation through incomplete cementation of the tibial baseplate has contributed to loosening requiring revision surgery. It would be quite likely that a late onset low-grade infection of hematogenous origin has contributed as well to failure while prior to revision an extensive arthroscopic debridement of the knee may have contributed to increased ligament laxity thereby increasing complaints requiring more early intervention with revision surgery of all components, replaced with competitor revision devices with an adequate end result. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "failed right total knee arthroplasty" update (B)(6) 2019 as per medial review: suboptimal initial device fixation through incomplete cementation of the tibial baseplate has contributed to loosening requiring revision surgery. It would be quite likely that a late onset low- grade infection of hematogenous origin has contributed as well to failure while prior to revision an extensive arthroscopic debridement of the knee may have contributed to increased ligament laxity thereby increasing complaints requiring more early intervention with revision surgery of all components, replaced with competitor devices with an adequate end result.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: 5550-g-278; 5550-g-278; lot# z563. 5520b200; triathlon prim cem fxd bplt #2; lot# sbx9j. 5510f202; triathlon cr fem comp #2 r-cem; lot# scfaj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device evaluated by MFR: not returned.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to "failed right total knee arthroplasty"